Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 74 and 44mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer returned a test strip lot# that was not initially reported. One of the three strips returned read 54mg/dl low out of spec. Retention reagent gave satisfactory performance.